Event description:
The pump was received in the biomedical engineering dept with an unsigned note attached that said "overdelivery: the unit allows two antibiotics to infuse while intermittent together." There was no indication of any adverse pt event. Biomed was not able to track the pump back to a pt/user/nursing unit. There were no reports for this device. The pump was noted to fail delivery accuracy (slightly) during testing procedures. No additional info was available.